Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had logged an event code and would not provide defibrillation energy. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. After replacing the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control further evaluated the replaced therapy pcb assembly and the cause of the reported issue was determined to be due to a electrically shorted capacitor, designator c62, causing the therapy voltages to be low, preventing the device from delivering defibrillation therapy.

Event description:
The customer contacted physio-control to report that their device had logged an event code and would not provide defibrillation energy. There were no reports of patient use associated with the reported event.